Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Event description:
During an atrial fibrillation procedure, a communication issue occurred causing a procedure delay. It was not possible to connect the dws with the amplifier (the light was flashing in green). Three different fiber optic cables were tried with no resolution. The system was then restarted several times which did not resolve the issue. The issue was solved by using the other fiber optic output of the ensite x dws (the one on the left). There were no adverse patient consequences.